Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. No nonconformances were identified for this part-lot number combination per query executed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the sales rep via phone that during a shoulder arthroscopy procedure upon insertion the sutures on their 5.5 mm healix advance sp peek anchor became tangled around the inserter and the anchor would not advance. The procedure was completed by cutting one of the stay sutures that was holding back the anchor from advancing, once that was done the anchor was able to implanted and the other sutures unraveled. There was no patient harm or surgical delay to the case. The sales rep stated that the procedure was successfully completed. No device is being returned as it was implanted in the patient.